Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection. Left srom hinge knee was removed together with the femur, mbt revision tibia, poly, patella, sleeves and stems in both. No products were being returned. Doi: unknown; dor: (B)(6) 2018; left knee.